Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the implantable loop recorder was experiencing both undersensing of r-waves and oversensing of t-waves. The device remains implanted. No patient complications were reported as a result of this event.